Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that while performing the calibration test unit (ctu) calibration in an arctic sun device. Had an error 5 (inlet pressure out of range) from the calibration application. This means there was a problem with reaching a particular pressure value. At starting the console, the pressure reported was - 1.5 psi where it should 0 psi. The pressure transducer looks defective. Per review of wo on (B)(6) 2023, preventive maintenance 2000h pressure transducer failing. Per follow up information received via email on (B)(6) 2023, device will be sent to ondée multiservices for repair. Device not serviced yet. No patient involved, discovered during scheduled onsite visit.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed pressure transducer. Pressure issue at starting was at - 1.5 psi where it should near 0 psi. Pressure transducer is failing. Manifold assembly was replaced. The device underwent pm servicing while in for repair. Circulation pump, mixing pump, heater, and drain valves were replaced. The device underwent and passed testing after all repairs. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that while performing the calibration test unit (ctu) calibration in an arctic sun device, had an error 5 (inlet pressure out of range) from the calibration application. This means there was a problem with reaching a particular pressure value. At starting the console, the pressure reported was - 1.5 psi where it should 0 psi. The pressure transducer looks defective. Per review of wo on 20apr2023, preventive maintenance 2000h pressure transducer failing. Per follow up information received via email on 21apr2023, device will be sent to ondée multiservices for repair. Device not serviced yet. No patient involved, discovered during scheduled onsite visit.